Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn/the burn was also located on her abdomen [thermal burn] , her skin came off due to the burn [skin exfoliation] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 35-year-old female patient started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date for period pains/ cramps. There was no medical history or concomitant medications. The patient stated she did receive a burn from a heatwrap. The burn happened a couple of months before (in 2019), within the last 5 months. Her skin came off in 2019 due to the burn. The burn happened in the winter because it was hard to wear clothing over it such as leggings. She wanted to keep the burn open to heal. She thought at first, it was her fault the burn happened because she didn't apply it right or something. However, she has been using them for a while. She wasn't going to use the product again because she didn't want that to happen again. She has recovered completely from the burn. However, she did have a scar from it in 2019. The product came in a red package. The product was for her abdomen and later clarified it was the menstrual heatwrap. She was on her period and was having cramps. The burn was also located on her abdomen. She did not have any product left or have any upc, lot number or expiration date. A sample of the product was not available to be returned, as product has been discarded. The action taken for the product was permanently discontinued in 2019. The outcome of the event burn/the burn was also located on her abdomen was resolved in 2019. The outcome of other events was unknown. According to product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (13jun2019): new information received from a product quality complaints group included: investigation results. Company clinical evaluation comment based on the information provided, the events of "burn" "skin came off due to burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn" "skin came off due to burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn/the burn was also located on her abdomen [thermal burn] , her skin came off due to the burn [skin exfoliation] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date for period pains/ cramps. There was no medical history or concomitant medications. The patient stated she did receive a burn from a heatwrap. The burn happened a couple of months before (in 2019), within the last 5 months. Her skin came off in 2019 due to the burn. The burn happened in the winter because it was hard to wear clothing over it such as leggings. She wanted to keep the burn open to heal. She thought at first, it was her fault the burn happened because she didn't apply it right or something. However, she has been using them for a while. She wasn't going to use the product again because she didn't want that to happen again. She has recovered completely from the burn. However, she did have a scar from it in 2019. The product came in a red package. The product was for her abdomen and later clarified it was the menstrual heatwrap. She was on her period and was having cramps. The burn was also located on her abdomen. She did not have any product left or have any upc, lot number or expiration date. A sample of the product was not available to be returned, as product has been discarded. The action taken for the product was permanently discontinued in 2019. The outcome of the event burn/the burn was also located on her abdomen was resolved in 2019. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn" "skin came off due to burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn" "skin came off due to burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device.